Manufacturer narrative:
Additional information which was received is provided in sections b5, h7 and h9 with this report. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment during testing. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a no delivery alarm on the event date of (B)(6) 2024 at 00:29:15.000 to 23:20:00.000 during bolus and basal. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.248 mv). The following were also noted during visual inspection: battery cap contact missing, scratched case, and pillowing keypad overlay. No delivery/occlusion alarm was not confirmed during testing. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Battery cap recall details were added with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-1880l, unk_reservoir. Troubleshooting was performed and confirmed customer received the reported issue insulin flow blocked alarm during therapy. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-1880l. No product return is required for unk_reservoir. It was unknown whether continued using the device or not.